Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's hip (side not reported) was revised from a hemi to a total construct after patient complaint of pain. Surgeon reported the primary took place 10 to 15 years ago.

Event description:
It was reported that patient's hip (side not reported) was revised from a hemi to a total construct after patient complaint of pain. Surgeon reported the primary took place 10 to 15 years ago.

Manufacturer narrative:
Additional information: device added; the following devices were also listed in this report: unknown 26mm femoral head; cat# unknown; lot# unknown it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding pain involving an unknown bipolar component was reported. The event was not confirmed. Method & results: -product evaluation and results: a visual, functional and dimensional inspection could not be performed as the product was not returned. -clinician review: no medical records were made available for evaluation. -product history review: not performed as the device was not properly identified. -complaint history review: not performed as the device was not properly identified. Conclusions: it was reported that patient right hip was revised from a hemi to a total construct after patient complaint of pain. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, pre- and post-op xrays, patient history, histopathology report & follow-up notes are needed to investigate this event further. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If additional information and/or device becomes available, this investigation will be reopened. A trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.